Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 110024463 g7 dual mobility liner 42mm e lot#: 948480, catalog#: 110010264 g7 osseoti multihole 52mm e l 52mm e lot#: 6416655, catalog#: 010001003 g7 screw 6.5mm x 50mm lot#: 3503752, catalog#: 010001002 g7 screw 6.5mm x 45mm lot#: 6182568, catalog#: 11-300816 arcos 16x150mm spl tpr dist lot#: 412450. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00277.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 days post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with radiographs received. Available radiographs identified left total hip arthroplasty with superior dislocation. No obvious fracture seen. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.